Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a dim, discolored display screen. The display was replaced with a test display and the contrast returned to normal. Unrelated to the display issue, there was evidence of moisture corrosion observed on the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).